Event description:
Customer reported experiencing high blood glucose levels with the highest value unknown, as it was displayed as "high." Cause was not known. The customer addressed the issue by administering a correction bolus through the pump and a correction injection via multiple daily injections. Technical support advised consulting with a healthcare provider to discuss potential factors affecting the customer's blood glucose levels.